Event description:
It was reported that the patient was having minimal to no pain relief despite multiple reprogramming. The patient underwent an explant procedure and the explanted devices will not be returned as they were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: (B)(6), UDI: (B)(4).